Event description:
A surgeon reports that a patient is experiencing visual disturbances (streaks of light) following intraocular lens implant surgery. Additional information has been requested.

Event description:
Yag capsulotomy was performed without relief of symptoms. The surgeon noted phimosis of the anterior capsular bag upon dilation. The pt's reported visual acuity (va) is 20/20.